Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
As first we prepared the epic stent as well with good flashed and introduced within zip wire 260 cm the epic stent stacked on wire and the safety lock was still in its place un touched and the stent did not pass through the sheath at all. Per doctor's report: dear sir, there was an event that occurred today with us in the cathlab during sfa stenting procedure with the epic 6x100mm stent. The stent got stuck over the zipwire 0.035x200cm even before the stent introduction through the sheath. We tried to flush the g.w. Port with saline to relieve the stuckness which was very and strangely resistant. During the trial of flushing and withdrawal of the stent over the wire, the first strut of the stent was released. N.b. 1. The safety lock was still in its place untouched. 2. The stent did not pass through the sheath at all. Additional information: it was reported that continuous flush was achieved to maintain smooth movement during use. The stent and zipwire were removed from the patient as one unit. The procedure was completed with another epic stent and zip wire 260 cm standard. No patient complications. The patients condition was good.

Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one hydro gw std an 260-035; returned lodged within the stent delivery system, coiled, accompanied by the released stent and double-bagged within "zip-lock" style poly biohazard pouches. After flushing the system with saline and allowing a five minute soak, the specimen wire was pulled distally from the stent delivery system. The specimen wire presents large radius bends 3.0 to 10.5cm and 256.3 to 258.0cm from the distal tip. The bend 3.0 to 10.5cm from the distal tip appears consistent with residual tensile strain deformation. The distal end of the stent delivery system presents accordion-like bunching of the tubing at the distal tip. The damage presented by the stent delivery system appears to have created a condition that was impinging upon the specimen zipwire. However, at this time it is not possible to assign a definitive root cause for the event as reported. As indicated in the device instructions for use, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter or damage to the vessel." Based on the information provided, clinical and/or procedural factors appear to have impacted on the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.